Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device would not secure cutter. The burr lock mechanism assembly was disassembled and buildup of medical debris, blood residue, and corrosion was observed which prevented the lock tabs from moving into place. The assignable root cause was due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the motor device would not secure the attachments. There were no delays to the surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.